Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patients left knee was revised due to instability and lateral tracking of the patella. She had a fall and loosened her knee up. The decision was made to upsize the plastic poly ethylene and do a lateral release of the patella.

Manufacturer narrative:
The device associated with this reported event was not received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.